Event description:
The customer's reservoir leaks at first nad second o-rings. The mother stated that a little plastic wire between last o-ring and outside is visible. It was also stated that the reservoir compartment was smelling of insulin.